Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a low blood glucose level of 53 mg/dl. No symptoms were reported. It was not stated how the customer treated the low blood glucose. The customer stated sensor issues. The insulin will not be returned for analysis.

Manufacturer narrative:
The initial report was created in error. The event was already reported under report number 3004209178-2019-94143.